Event description:
Following an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure, the physician performed a hysteroscopy and "could not hold distention". The physician suspected a uterine perforation and admitted the pt to the hospital for "observation". The pt was discharged the following day and was reported "fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by complainant. The device has not been returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4) .